Manufacturer narrative:
Manufacturer's analysis was unable to confirm the customer comment that the programmer shut down randomly. The programmer passed functional testing and no errors were found in the logs. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer turned off or shut down randomly. The programmer was returned for service. No patient complications have been reported as a result of this event.